Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00054, 3006705815-2021-00057. It was reported the patient underwent an MRI mode procedure wherein the patient's scs was not placed in MRI mode prior to procedure as instructed. During the MRI, patient experienced heating at device site. The MRI procedure was abandoned. Reportedly, the issue resolved on its own.